Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself, and that there were no alarms prior to the shut down. The nurse, who was with the patient at the time, was able to power the device back on. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.